Event description:
It was reported that during a lap chole procedure, the device would not close at first and then once closed, the jaws were twisting. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.